Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an alert for atrial threshold burden exceeded threshold appeared on the patient's implantable cardioverter defibrillator. The alert was a possible diagnostic or software anomaly. No further information was available.